Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2012, the distal end of the dynamic hip system (dhs) screw was damaged. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. Distal end of dhs/scs screw damaged on patient with very dense bone. Connecting screw broken and tip of wrench damaged. The macroscopic examination has shown that the positioning groove of the complained dhs/dcs screws is expanded and damaged; therefore, the proper function is not ensured. In addition, the threaded tip of one connecting screw is broken off and the notches of the wrench are deformed. The cause is unknown. No complaint related issues were found. There is evidence that high applied forced (due to very hard bone) caused these damages.